Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient went to the clinic with symptoms of shortness of breath, nausea, and dizziness. A device check was performed and the physician observed no ventricular pacing. It was determined that the ventricular lead dislodged. The lead was repositioned. When connecting the lead back to the device the physician observed the ipg was not pacing in the ventricular channel. The device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.